Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 09may2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference: n/a. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
Case #: (B)(4). Case subject: npi 8110 plunger gripper was not close. Account name: (B)(6) hospital los angeles account #: 1097000 asset name: 8110 syringe module, v9 r asset location: contact: (B)(6). Contact email: contact phone: (B)(6). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: william had a syringe plunger gripper did not close properly. Syringe sn (B)(4). Failure device type: failure problem type: failure mode: case resolution.

Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8110 plunger gripper was not close. Account name: (B)(6) hospital. Account #: (B)(4). Asset name: (B)(4). Asset location: contact: (B)(6). Contact email: contact phone: (B)(6). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: william had a syringe plunger gripper did not close properly. Syringe sn (B)(6). Failure device type: failure problem type: failure mode: case resolution: